Event description:
Customer's mother reported that the customer received a no delivery alarm on the insulin pump. She reported that this alarm had occurred several times. The blood glucose reading was 500 mg/dl. She stated that the customer had been on an airplane and did not receive any alarm until attempting to deliver a bolus. She reported that this issue was resolved by changing the infusion set. She declined to troubleshoot for the high blood glucose and stated that there was no pain at the insertion site and no bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms were noted. The insulin pump was received with a cracked case at the display window corners and a cracked reservoir tube lip.